Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient experienced pressure decompensation and intraocular irritation. He also stated the patient shows persistent anterior chamber irritation after surgery and developed atypical accumulation of macrophages on the front surface of the iol, treatment for this prolonged healing process led to eye pressure decompensation with massively increased pressure values. In this case, treatment of the irritation has not yet been sufficient, as the irritation does not subside with nsaids (non-steroidal anti-inflammatory drugs) and cortisone cannot be administered (pressure rises again). But, such an accumulation of pressure decompensation is unusual. There may be a combination of steroid response and uveitis component. The physician was not sure about the cause lies in the lens material. However, not found any parallels other than the lens manufacturer. Additional information received that in surgeons opinion lens material may contributed the event. Additional information received that prolonged anterior chamber irritation existed in the sense of anterior uveitis. There are two medical device reports associated with this file. This report is associated with the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. The root cause for the reported complaint could not be determined. The sterilisation reports were reviewed and there were no issues with the sterilisation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).